Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported, the patient developing capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of cellulitis and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "skin infections, redness, tenderness, and sepsis." This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "skin infections, redness, tenderness, and sepsis." Device has been explanted. This record is for the left side.

Event description:
Patient reported "skin infections, redness, tenderness, and sepsis." Device has been explanted. This record is for the left side.

Manufacturer narrative:
Further investigation results: review of sterilization strength records related to the work order did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. Other records reviewed include environmental monitoring results for january 2015, and bioburden monitoring results for january 2015. Review of work order and the event of "infection" did not identify any ncmrs, ers or CAPA associated with this information. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.